Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because her toe was infected. The customer reported that her blood glucose level was high because of that. The day before the event her blood glucose level was 102 mg/dl. The product is not being returned. Nothing further to report.